Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with an entire syringe (over 300 units) of insulin. The customer's blood glucose level was 158 mg/dl. Recommendation was made by tandem technical support to not overfill the cartridge per pump labeling instructions, as that can lead to an inaccurate fill estimate. The customer acknowledged the information and declined to reload the cartridge and will continue monitoring the insulin gauge.